Event description:
Consumer complaint of lo blood results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently not taking medication to manage diabetes. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 11/20/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 21mg/dl (B)(6) 2015 12:44pm fasting no; lo (B)(6) 2015 11:31am fasting no; 21mg/dl (B)(6) 2015 11:06am fasting yes; 22mg/dl (B)(6) 2015 12:21am fasting yes. Adverse event not reported.

Manufacturer narrative:
Product just returned. Eval is pending. (B)(4).